Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; bending section cover had been cut and was not waterproof; the universal cord and video cable were both wrinkled; and the control knob was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage in the bending section. The issue was found during preparation for use of a diagnostic procedure. The procedure was able to be completed successfully using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the charged coupled device unit was broken, causing blurred vision. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, that the event occurred due to moisture infiltration into the charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force". Olympus will continue to monitor field performance for this device.